Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sharp damage was observed. The inside of the tube, on the side wall, has an indention and the plastic has been peeled away from the inside wall of the tube additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of damage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damage. Bd was not able to identify a root cause for the indicated failure mode however, this defect is not caused by any manufacturing process.. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube, the device experienced clogged/blocked instrumentation probe and molding defect sharp protrusions. This event occurred three times. The following information was provided by the initial reporter. The customer stated: "hi kimberlee-we were wondering if there was any feedback from bd regarding the purple top tubes that had the "shark tooth" edges on the inside of the tubes? We switched to the 3ml soft draw tubes but still seem to have the same occasional issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube, the device experienced clogged/blocked instrumentation probe and molding defect sharp protrusions. This event occurred three times. The following information was provided by the initial reporter. The customer stated: "hi (B)(6), we were wondering if there was any feedback from bd regarding the purple top tubes that had the "shark tooth" edges on the inside of the tubes? We switched to the 3ml soft draw tubes but still seem to have the same occasional issue.